Manufacturer narrative:
The reported device was received for evaluation. A visual inspection found that it is not in its original packaging. The insertion device was returned in the pret2/postt1 setting with the suture and implants returned disengaged from the insertion device. The t1 implant has the distal end fractured away at the suture window. A functional evaluation finds it cycles as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factor that can contribute to the reported event include a failure to fully actuate the device behind the meniscus during implantation. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during a meniscal repair surgery, a fast fix t implant did not anchor, came loose and returned with the handpiece. Surgery resumed with a back-up device; however it is unknown if there was any delay. No further complications were reported. No further details available. Preliminary results of investigation found that the t1 implant has the distal end fractured away at the suture window.